Event description:
(B)(4). I have arthritis in my right knee now. Pain in my lower stomach, hives, headache, dizzy at times, throwing up a lot, back pain, hair felling, my cycles are heavy and sometimes twice a month. The pain has stopped me from not getting out of bed and doctors visit and we visit.